Event description:
It was reported the patient experienced ineffective therapy. Patient reported a fall. Lead diagnostics indicated high impedances in one of the leads. As a result surgical intervention occurred wherein the lead was explanted and replaced to address the issue. Physician elected to replace the 2nd lead as well. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI:(B)(4). Serial: (B)(4). Batch: a000123496. A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.